Manufacturer narrative:
It was reported a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a loss of all ECG signals occurred. It was reported that the carto 3 system displayed error 8, current leakage detected on patient interface unit (piu) rl input after connecting the thermocool® smart touch® sf bi-directional navigation catheter to the piu. The caller disconnected all cables from the front of the piu. The cable was replaced without resolution. The current was thermocool® smart touch® sf bi-directional navigation catheter replaced and the issue resolved. The procedure continued. There was no patient consequence. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection, electrical and magnetic sensor functionality test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. A magnetic sensor functionality test was performed, and the device was visualized and recognized correctly; no magnetic issues or current leakage were observed. An electrical test was performed, and no electrical issues were found. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issues reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendation: ECG noise is typically generated as the result of the improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify the proper connection. It is recommended to turn off the notch filter for this verification. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a loss of all ECG signals occurred. It was reported that the carto 3 system displayed error 8, current leakage detected on patient interface unit (piu) rl input after connecting the thermocool® smart touch® sf bi-directional navigation catheter to the piu. The caller disconnected all cables from the front of the piu. The cable was replaced without resolution. The current was thermocool® smart touch® sf bi-directional navigation catheter replaced and the issue resolved. The procedure continued. There was no patient consequence. The customer¿s reported issue of error 8 is not considered to be an MDR reportable issue since this issue is highly detectable and requires adjusting system components to continue with the procedure. Devices may require reset or replacing but cannot be used on the patient. Patient safety is unaffected by this issue. On 22-mar-2023, additional information was received indicating that all signals and catheter visualization were gone from both recording system and carto. Then came back with new catheter after new cable and all ports were disconnected from piu. The physician had no other way to monitor the patient¿s heart rhythm. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction from the additional event information received on 22-mar-2023 and reassessed it as MDR reportable.

Manufacturer narrative:
On 18-apr-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).